Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the hub was broken. The pieces were broken off and not returned. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure, the circular ring at the base of the shaft cracked and the exterior sheath of the shaft was able to be moved. No other devices were used or needed to complete the procedure. There was no patient harm.